Event description:
It was reported that, during a thyroidectomy, the device active branch bent and after trying to put it back on the right way, it broke. The case was completed with a like device. There was no pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the device was returned with the clamp arm detached. The device was also found to have the distal tip of the blade broken off and missing. The fractured distance measured approx 7.36mm from the top of the outer tube. The identified blade damage may have occurred from external contact during pre-op or general use. Minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. The instructional insert warns: "scratches on the blade may lead to premature blade failure". The device was noted to have the tissue pad melted. Based on the condition of the tissue pad, it appears possible that the clamp of the device may have been closed and the instrument activated without tissue present.